Event description:
Unomedical reference number (B)(4). Event occurred in the united sates. Event occured from 01 april 2024 to 05 april 2024. First event occured on 01 april 2024, second event occued on 02 april 2024 and till 05 april event occured five times. It was reported that patient faced an issue with five infusion set tubing was leaking at site. The infusion set was in use for one day. The blood glucose level was 170 mg/dl to 299 mg/dl. The patient replaced infusion set and resumed insulin successfully. No further information available.